Event description:
It was reported that the patients iliac vein was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and watchman laa closure device & delivery system (wds) were selected for use. While inserting the was into the patient the dilator was continuously separating from the sheath up the venous access. The physician noticed the 0.032 wire being used for was exchange was kinked and causing the was to not advance smoothly. The physician stopped advancing the sheath and upon removal of the was the patients blood pressure dropped. Manual pressure was held at the groin while the patient was given albumin and vasopressors without an increase in blood pressure. I-start was performed and hematocrit decreased from 35 to 17. Vascular surgery was contacted and there were no issues noted upon exam of the groin. The patient was then transferred to surgery. 10 units of blood were given, cut down, venogram, and a laparotomy were performed. It was noted that the right iliac vein was ruptured. During surgery this was successfully repaired. The patients abdomen was closed and the patient is in stable condition. It was further reported that there was no blood loss noted at the groin. Upon the cut down and laparotomy, retroperitoneal bleeding was noted. There was no damage to any watchman product. The physician believed the wire was not stiff enough and too long which caused the wire to kink. After going up with the was, he believed at the point there was a kink in the wire, the was unsnapped from the dilator and the vein was injured. The patient was last noted to have remained in the hospital. The vein was repaired but the patient had a complication related to the exploratory laparotomy.

Event description:
It was reported that the patients iliac vein was damaged. A left atrial appendage (laa) closure procedure was being performed. A watchman truseal access system (was) and watchman laa closure device & delivery system (wds) were selected for use. While inserting the was into the patient the dilator was continuously separating from the sheath up the venous access. The physician noticed the 0.032 wire being used for was exchange was kinked and causing the was to not advance smoothly. The physician stopped advancing the sheath and upon removal of the was the patients blood pressure dropped. Manual pressure was held at the groin while the patient was given albumin and vasopressors without an increase in blood pressure. I-start was performed and hematocrit decreased from 35 to 17. Vascular surgery was contacted and there were no issues noted upon exam of the groin. The patient was then transferred to surgery. 10 units of blood were given, cut down, venogram, and a laparotomy were performed. It was noted that the right iliac vein was ruptured. During surgery this was successfully repaired. The patients abdomen was closed and the patient is in stable condition.